Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 500 mg/dl less than 24 hours after the pod was activated. Upon removal he noticed the cannula did not inserted correctly into the infusion site. He stated he thought the needle should have inserted the cannula at a 40 degree angle but instead it went in at a 15 degree angle and it did not penetrate the skin deep enough.